Event description:
It was reported when starting a wireless session during device interrogation and before the application opens the programmer just sits with an hour glass and nothing happens. Cycling the power wil bring the programmer back to the select model screen but the issue repeats when interrogating devices. The issue was resolved with the programmer service disk. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.